Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission with multiple noise reversion seen on the electrocardiogram. The patient was brought into the clinic were noise was not reproducible via isometrics. The lead was capped and replaced on (B)(6) 2017. The patient tolerated the procedure well and would be followed normally.